Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. In addition, a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.